Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission showing atrial fibrillation with mode switching and intermittent undersensing. Programming changes were made to the pacemaker. Patient condition was stable.